Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. However, the device issue was not able to be duplicated, so the original complaint issue was not able to be confirmed. No problem found.

Event description:
The dealer stated that the joystick will shut off intermittently and then sometimes will not turn on.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated that the joystick will shut off intermittently and then sometimes will not turn on.